Event description:
It was reported that noise on the rv lead was observed. The noise was discovered upon interrogation. Oversensing was detected on the rv lead. Pacing was inhibited due to the noise. The patient was not affected as patient was not dependent. The lead was explanted and replaced. The patient was stable.